Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a standard angioplasty procedure, an advance 35 lp low profile balloon catheter ruptured. The patient's anatomy was moderately stenosed and the lesion was located at the 50% occluded common femoral artery. A cook 6-french sheath was used during the procedure. Upon the first inflation with an unspecified inflation device, the balloon ruptured at four atmospheres. Blood was not noted in the inflation device and the balloon was not inflated inside of a stent prior to the rupture. Another balloon and stent were used to complete the procedure successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy likely contributed to this event, as the vessel was moderately stenosed and fifty percent occluded. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a standard angioplasty procedure, an advance 35 lp low profile balloon catheter ruptured. The patient's anatomy was moderately stenosed and the lesion was located at the 50% occluded common femoral artery. A cook 6fr sheath was used during the procedure. Upon first inflation with an unspecified inflation device, the balloon ruptured at four atmospheres. Blood was not noted in the inflation device and the balloon was not inflated inside of a stent prior to the rupture. Another balloon and stent were used to complete the procedure successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects.